Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed freestyle strips and all units performed in specification and passed. If the products are returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to test using the adc glucose meter due to the test not starting when the sample was applied. The customer became pale, sweaty, subsequently lost consciousness and was taken to the emergency room where they received unspecified hcp treatment. No further information could be obtained. There was no report of death or permanent injury associated with this event.